Manufacturer narrative:
Unique device identifier: (B)(4). Device history record (DHR): the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis: the mayfield infinity support system was not returned for evaluation, but the evaluation was completed with a photo provided by the customer. The observation of the image showed that there was a device mark on the head (skin) of the patient. The observed condition is likely caused by improper maintenance of the device. Root cause: the observed condition is likely caused by improper maintenance of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a skin reaction in patient's head with the use of the mayfield infinity support system (horseshoe) after a 6 hours procedure. The reaction was visible where the patient's head was in contact with the horseshoe.